Event description:
Pt receiving home IV therapy with abbott aim plus pump. Pump was alarming and led indicator would not light up. Pump appeared to be working, but screen was blank. This pump had been reconditioned by the MFR.